Event description:
Additional information received noted there was no under-sensing observed. Remote alerts for the same issues continue to be transmitted indicating there was no resolution. The ICD was reprogrammed. There were no reported patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated there was a reoccurrence of pptwos and an additional complaint of r-wave amp variation. The patient was asymptomatic. Further information was requested but not received.